Manufacturer narrative:
No blank display, unexpected battery power loss, low batt alarm during testing. Pump passed self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 07/06/2025 09:07:00.000, 07/06/2025 09:07:16.000. Battery cycle 5.0 received the lowbatteryalert (104) on 07/06/2025 09:07:00 after more than 7 days at 8.73 days. Battery cycle 4.0 received the lowbatteryalert (104) on 06/27/2025 15:08:00 after more than 7 days at 13.24 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/14/2025 08:28:00 after more than 7 days at 8.58 days. With reference to the baat tool instructions, the customer experience an unexpected battery power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), cracked case corner of the belt clip rails, broken belt clip rails, label damage. Blank display, unexpected battery power loss not confirmed. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history is isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced replace battery alert, power loss alarm, low battery alarm and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for battery alarm issue, and a new battery did not resolve the issue. Battery cap contacts and battery compartment and/or springs were not damaged. Troubleshooting was performed for display issue and the display did return after pump restart. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.